Event description:
The end user reported while their medic crew was pushing a patient on the stretcher in a medical facility, both medics felt multiple shocks in their hands while pushing the stretcher. They stated they also heard an audible "pop" noise. They confirmed the patient did not experience any sensation of "shocking". After unloading the patient, one of the medics further alleged while pushing the empty stretcher, they felt a stronger shock in their left hand and forearm followed by an involuntary muscle spasm in their hand and arm. This medic alleged continued pain in their forearm and hand following the incident. Neither medic sought medical intervention for the alleged injuries.